Manufacturer narrative:
Investigation summary: DHR review was performed on the lot number 6119986. The lot number was built on afa line 6 from may 5, 2016 thru may 10, 2016. Packaged on packaging line 11 from may 14, 2016 thru may 14, 2016 for pallets (B)(4) and july 16, 2016 thru july 16, 2016 for pallets (B)(4). Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. The peura (end user risk analysis), was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. The defect stated in the description of the complaint was confirmed with the returned unit that was partially open at the top of the blister pack. Even though the packages were received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. CAPA (B)(4) was opened to investigate the package seal integrity complaints and implement corrective actions.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had failure with the packaging. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had failure with the packaging. There was no report of exposure, serious injury or medical intervention.